Event description:
It was reported that two infusion set connectors from a specific lot could not twist into and attach to an ilet pump during initial training, while a connector from a different lot attached successfully. Symptoms included no reported clinical effects. Outcomes included no impact on blood glucose and no medical intervention or hospitalization. Investigation included collection of the affected connectors for manufacturer evaluation. Investigation of this case revealed a mechanical connection issue consistent with an interface fit problem of the connector component, with the alternate lot functioning as expected. It was concluded, based on previously established findings for similar reports, that the cause was likely a component manufacturing or dimensional variability issue with the affected lot.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.